Event description:
During implant, there was difficulty implanting the atrial lead and intermittent sensing and high capture threshold were observed on the atrial lead. A different atrial lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of high capture threshold and low sensing were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.